Event description:
It was reported that during a hemicolectomy procedure, the surgeon used this stapler in a correct way, with the preloaded blue reload. He fired the device normally, without applying any unusually higher forces. After firing the device, the surgeon checked the staple line and noticed that one staple was missing at about half of the external part of the staple line. In the reload, there were no staples left; all the colored drives were visible. The surgeon decided to apply manual sutures. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.